Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the vessel sealer extend (vse) instrument that was used during this reported event; therefore, failure analysis investigations could not be performed. Advance energy log review showed that the vse instrument was installed and passed homing eight times. There were 184 cut complete events and 1 jaw angle open events were noted. The e100 logs show 6 coag events, 316 seal events with 22 high initial starting impedance errors. The logs show some errors not related to a vse functionality issue. The instrument was used for over 2 hours.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy, bleeding occurred after using the vessel sealer extend (vse) instrument on a main vessel. The surgeon attempted to cauterize the bleeding from the main vessel using the vse instrument again; but the bleeding persisted. A universal surgical manipulator (usm) was undocked from a port, and a laparoscopic instrument was used to maintain pressure on the vessel. It¿s unknown how the bleeding was resolved, but the estimated blood loss was 300 to 400mls. The surgeon continued to use the vse instrument for the remainder of the procedure, and the case was completed robotically. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.